Manufacturer narrative:
Even clarification has been requested from the representative. To date, no further information has been received. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this left ventricular lead was revised, reason not specified. No adverse patient effects were reported.